Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the esc and act button on the insulin pump weren't responding. He didn't recall his blood glucose was unknown. He believes the device might have been exposed to moisture, as he sweats a lot while at work and the device is in his pocket. His pocket might have been damp. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.